Event description:
Rn reports a suspected dialyzer reaction. Pt developed "full blown reaction" during hd, after undergoing hd on 7/12/97 on another f80a, different lot number without incident.. Prior to these two treatments, pt was using f8s for two weeks without incidence. Pt symptoms included dyspnea, hypotension and chest pain. Treatment included oxygen and normal saline; systoms were relieved after ten minutes. Actual product sample discarded on day of event as pt is hbsag+, facility is investigating whether companion sample is in stock. Further details requested on 7/21/97. Rec'd information on 7/28/97. Companion sample available.